Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control was not able to repair the customers device due to part obsolescence. At the customers request physio-control returned the device to the customer unrepaired.

Event description:
The customer contacted physio-control to report that their device had no display and illuminated the red indicator light above the wrench. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event. Upon evaluation by physio-control the device was observed to fail to power up.